Manufacturer narrative:
On 06/16/2017, the subject endoscope was inspected and the customer's complaint was confirmed. The camera malfunctioned and there is no repair history for the device. The customer is not maintaining the device through routine maintenance. The device will be repaired and returned to the customer.

Event description:
During a therapeutic endoscope procedure, the image was observed to be distorted with static and cutting out repeatedly. Another endoscope was used to complete the procedure. No patient injury reported.